Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose with blood glucose of 425 mg/dl. The customer¿s blood glucose level was 380 mg/dl at the time of incident. The customer's current blood glucose was 424 mg/dl. The other relevant blood glucose was 400 mg/dl and 380 mg/dl. The customer experienced the symptom such as sleepy. Troubleshooting was done for high blood glucose and under delivery. The customer also stated that the reservoir had air bubbles. Troubleshooting was continuing for air bubble. The customer also stated that the insulin exited at the quick release. The product will be returned for analysis.